Event description:
It was reported that the lead was explanted due to dislodgement.

Manufacturer narrative:
The lead exhibited normal electrical characteristics. The lead was measured in saling solution and impedance was found to be within specifications. The helix could not be extended due to blood on the distal coil. There was no indication of defects in materials or workmanship.